Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading is 577 mg/dl. Customer experienced diarrhea and vomiting. Diagnosed diabetic ketoacidosis. During troubleshooting, time and date are correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.